Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had bladder urgency and some bowel (leakage) symptoms which started on (B)(6) 2018. The patient did not have urgency during the trial. Using the programmer, it was determined the stimulation was on. The patient they increased the stimulation from 0.9 to 1.0 and felt the stimulation in the correct bike seat area. They were going to see if the change in settings will resolve their issue. It was noted that the patient had a follow up appointment with their doctor next week. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they notified their physician of their bowel and urgency symptoms by discussing over the phone, and changed programs. The patient reported that the circumstances that led to the symptoms included that it was only 2 weeks after surgery and they just needed tweaking. The patient reported that the steps taken to resolve the issue were changing the program and the issue was confirmed to be resolved. No further complications were reported.